Event description:
It has been reported that device speakers are not functioning properly.

Event description:
It has been reported that the device speakers did not function as expected, however it is now known this event was a patient use event. There is no harm or consequence to the patient.

Manufacturer narrative:
Updating results and conclusion coding grids.

Event description:
It has been reported that the device speakers did not function as expected, however it is now known this event was a patient use event. There is no harm or consequence to the patient.

Event description:
It has been reported that the device speakers did not function as expected, however it is now known this event was a patient use event. There is no harm or consequence to the patient.